Event description:
Device malfunction: damaged shaft. Time of malfunction: during the procedure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, after completing the thumb advancer step and splitting the sheath, it was noticed that the delivery tube was cutting both the sheath and also the shaft of the device. The device was successfully removed. Hemostasis was achieved with manual compression. There was no reported adverse pt effects. Though requested, no additional info was available.

Manufacturer narrative:
The device was received. Investigation is not complete.